Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to clinic office with complaints of redness, pain, and drainage from the device pocket. The patient noted that the symptoms began approximately three weeks after wearing a new pair of overalls that rubbed over his pocket, and then this area broke open and continued to spread. A pocket revision procedure was performed and an absorbable envelope added; the device was moved to a sub-muscular location. The patient was treated with antibiotics. The ICD system remains in use. No further patient complications have been reported as a result of this event.